Manufacturer narrative:
For the investigation, the available information of the affected evita 4, manufactured in february 1996, was analyzed. To analyze the root cause in more detail, the manufacturer's engineering team requested the logbook. Unfortunately, a logbook was not available. Based on the information available, it is not possible to identify the root cause of the reported event. A device malfunction cannot be ruled out. During a warm start, the evita opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. After the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the old parameters. Immediately after restarting ventilation, a "mv low" alarm is generated, which continues until the applied volume is greater than the lower set limit for the minute volume. During a warm start, the display is darkened and an acoustic alarm is generated with the mains failure horn. However, this is not permanently on during the entire process, but is interrupted. If the warm start is unsuccessful, an acoustic alarm is activated again and the emergency breathing valve remains open so that spontaneous breathing is still possible. The warm starts are repeated as long as the triggering error condition is still present. Manual ventilation with another device may be necessary. The device has responded as specified to a detected deviation with audible and visual alarms. The device is no longer in use and should not be repaired. The results of the investigation did not reveal any new risks that are not already included in risk management.

Event description:
It was reported that the affected device shut down and rebooted during ventilation. The device alarmed and no patient health consequences were reported.